Event description:
It was reported via repair work order that the power cord ground pin was broken. It was also reported that scale was fluctuating due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.